Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that moisture was present behind the pump display lens. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 12/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/08/2016 with the following findings: during investigation, evidence of moisture was found behind the display lens and in the battery compartment. A leak test was performed and failed due to a leak in the battery compartment. The pump was opened to find evidence of moisture internally. The pump was unable to power on.